Event description:
It was reported that while opening the interpulse package during set-up for a procedure, it was discovered that the tip of the device was broken off. There was no patient involvement and no adverse consequences reported. A back-up device was used instead.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.